Manufacturer narrative:
The event unit was not returned to applied medical for evaluation, and the lot number was not provided. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. Applied medical has performed a historical trend analysis and review of production records and no relevant documentations were identified.

Event description:
Procedure performed: laparoscopic salpingectomy. Event description: the cd003 was used without an applied medical 5mm trocar. The gyn fellow, dr. [Name], deployed the bag through the incision. Too small of an incision and when the specimen was in the bag and the surgeon tried pulling the bag out, the bag broke. No patient injury. The case was last friday, 10/17. I wasn't at the case and I was informed and met with the gyn coordinator and fellow. Bag wasn't kept. Surgeon and gyn coordinator said that it was a piece that is less 1mm that broke off of the bag. Additional information provided by [name] on 24oct2025: no spillage reported to me the surgeon said that a small piece less than 1mm broke off and left in the patient. Additional information provided by [name] on 11nov2025: just followed up with the account again this morning and the lot # is unknown. Intervention: a small piece less than 1mm broke off and left in the patient. Patient status: told by the surgeon that the patient isn't injured

Manufacturer narrative:
No product is being returned for evaluation and no lot number has been provided to applied medical. A follow-up report will be provided upon completion of investigation.

Event description:
Procedure performed: laparoscopic salpingectomy. Event description: the cd003 was used without an applied medical 5mm trocar. The gyn fellow, dr. [Name], deployed the bag through the incision. Too small of an incision and when the specimen was in the bag and the surgeon tried pulling the bag out, the bag broke. No patient injury. The case was last friday, (B)(6). I wasn't at the case and I was informed and met with the gyn coordinator and fellow. Bag wasn't kept. Surgeon and gyn coordinator said that it was a piece that is less 1mm that broke off of the bag. Additional information provided by [(B)(6)] on 24oct2025: no spillage reported to me the surgeon said that a small piece less than 1mm broke off and left in the patient. Additional information provided by [(B)(6)] on 11nov2025: just followed up with the account again this morning and the lot # is unknown. Intervention: a small piece less than 1mm broke off and left in the patient. Patient status: told by the surgeon that the patient isn't injured.